Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified a partial orientation dot, delamination, and a sharp broken posterior edge due to surgical impact. There was a stress mark in the shell. A dimensional measurement of the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken posterior edge due to a surgical impact. A delamination partial orientation dot (adhesive failure).

Event description:
Patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
Information contained in this record was previously submitted thru 410 psr on 15/oct/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture. The device has been explanted.